Manufacturer narrative:
The pre-repair 1 minute temperature tests found the handpiece ran at 162 degrees fahrenheit. The nose bearings are corroded, the nose cone is scatched, and the cable is twisted. Product analysis # (B)(4): july 06, 2018 (jmc) - product analysis: please see the service report for the analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the handpiece was overheating. There were no injuries reported as a result of this event.

Manufacturer narrative:
(B)(4). No new information from the completed product evaluation; communications provided new information regarding the event. It was confirmed the event happened intraoperatively on (B)(6) 2018 with no injuries and the doctor present for the case was dr. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There were no injuries reported as a result of this event.